Event description:
The facility representative contacted baxter to report an intermate that had a leak between the tubing and the distal luer lock. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.